Event description:
After three to four inflations, the balloon burst within rated burst pressure. The target lesion was an unknown shunt and the procedure being performed was a pta. There was no adverse consequences to the pt. As per the reporting affiliate, no additional pt or procedure information is available. The product is available for evaluation and testing; however, it has not been received to date. Please note that this device is similar to the u.s. Distributed product.